Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (b)(60 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Around 10 pm after taking dinner, the cgm reading was 85 mg/dl an the bg reading was 34 mg/dl. She was able to check few times and calibrate but still getting low reading from bg meter. The patient started to experience shortness of breath, dizziness and having trouble speaking. She also has other health condition: pots and svt condition (heart condition) which have the same symptoms of hypoglycemia so she thought that the issue of hypoglycemia was related to this condition. Around 10:20 her boyfriend called an ambulance. Once the ambulance arrived. They took the measurements and the cgm reading was 120 mg/dl and the bg reading was 60 mg/dl. She decided to remove the sensor while in the ambulance since it keeps giving her insulin through pump. While in the ambulance the patient was treated with given glucose and IV fluid. At the hospital the patient was treated with toradol (ketorolac, a nonsteroidal anti-inflammatory), IV fluids and gi cocktail (gastrointestinal, combination of medications typically used to treat stomach pain, nausea, or indigestion) and benadryl (diphenhydramine, antihistamine). The patient was discharged around 4am and feeling better. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.